Manufacturer narrative:
Block h6 (device codes): problem code 2907 captures the reportable event of one step button detached. Block h10: a visual examination of the device revealed that only one portion of the delivery system (connector, heat shrink and one portion of the tubing) was returned for analysis. It was found the tubing detached near to the connector. It is most likely that procedural factors encountered during procedure could have affected the device performance and its integrity. Probably the tubing was detached due to user technique, patient anatomy or other procedural factors. Based on the information available and the analysis performed, it was determined that the investigation conclusion code for the complaint will be documented as adverse event related to procedure since the event occurred during the preparation and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available this device was used per the directions for use (dfu).

Event description:
It was reported to boston scientific corporation that an endovive one step button was used during a percutaneous endoscopic gastrostomy (peg) placement procedure (B)(6) 2020. According to the complainant, during the procedure, the one step button sheath detached when the physician was pulling it through the stoma site. Reportedly, the button portion was able to be grasped before it feel into the patient's stomach. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). (Evaluation conclusion codes): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive one step button was used during a percutaneous endoscopic gastrostomy (peg) placement procedure (B)(6) 2020. According to the complainant, during the procedure, the one step button sheath detached when the physician was pulling it through the stoma site. Reportedly, the button portion was able to be grasped before it fell into the patient's stomach. The procedure was completed with this device. There were no patient complications reported as a result of this event.